Event description:
Reported via watchman patient call center it was reported that the device did not seal. A left atrial appendage closure (laac) was performed. A 27mm watchman flx laa closure and delivery system (wds) was implanted on (B)(6) 2023. The patient was discharged. On an unknown day in (B)(6) 2026 the patient had an ablation procedure completed. The physician, who performed the ablation, advised the patient that there is a leak in the watchman device. The patient reports coils need to be placed as soon as possible to fix the leak. A follow up appointment is scheduled with the physician on (B)(6) 2026 and then the coil placement procedure will be scheduled. There was not additional information provided.

Manufacturer narrative:
B3: date of event - aware date used as event date as actual event date is not known.